Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a 42-year-old female patient who had essure (batch no. B34605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test" on 4(B)(6) 2014. The patient's concurrent conditions included dysfunctional uterine bleeding, adenomyosis and abdominal pain. Concomitant products included ibuprofen (advil) since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014 and vicodin. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine leiomyoma ("other injuries: fibroids"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with ibuprofen and surgery (robotic-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the fatigue, uterine leiomyoma, hormone level abnormal, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, uterine leiomyoma, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet was received. Concomitant drug were added. Events onset date, event outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a 42-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test" on (B)(6) 2014. The patient's concurrent conditions included dysfunctional uterine bleeding, adenomyosis and abdominal pain. Concomitant products included vicodin. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine leiomyoma ("other injuries: fibroids"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and menstrual disorder ("menstrual bleeding"). The patient was treated with ibuprofen and surgery (robotic-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the fatigue, uterine leiomyoma, hormone level abnormal, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, uterine leiomyoma, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events: depression and anxiety was newly added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a 42-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test" on (B)(6) 2014. The patient's concurrent conditions included dysfunctional uterine bleeding, adenomyosis and abdominal pain. Concomitant products included vicodin. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine leiomyoma ("other injuries: fibroids"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with ibuprofen and surgery (underwent robotic-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and uterine leiomyoma outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, uterine leiomyoma, menorrhagia. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot no, concomitant disease, new events hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhea, dyspareunia, fatigue, uterine leiomyoma and device monitoring procedure not performed added. Outcome for the event pelvic pain added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain') in a 42-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test" on (B)(6) 2014. The patient's concurrent conditions included dysfunctional uterine bleeding, adenomyosis and abdominal pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have uterine leiomyoma ("other injuries: fibroids"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes") and experienced bladder disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with ibuprofen and surgery (robotic-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the fatigue, uterine leiomyoma, hormone level abnormal, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, menstrual disorder and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, uterine leiomyoma, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for vaginal bleeding & menorrhagia. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a 42-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test" on (B)(6) 2014. The patient's concurrent conditions included dysfunctional uterine bleeding, adenomyosis and abdominal pain. Concomitant products included vicodin. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine leiomyoma ("other injuries: fibroids"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2015, the patient experienced fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and menstrual disorder ("menstrual bleeding"). The patient was treated with ibuprofen and surgery (robotic-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the fatigue, uterine leiomyoma, hormone level abnormal, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, uterine leiomyoma, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent full hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.